Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab for one patient. Results as follows: date: (B)(6) 2012, inratio inr: 2.2, lab inr: 4.7. Less than two (2) hours between meter test and lab draw. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.